Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an injury while wearing the lifevest equipment. Patient described a potential treatment, feeling a vibration leading to a seizure, causing them to fall. The patients nurse contacted zoll on (B)(6) 2026 to report a possible treatment. Per the last download data from (B)(6) 2026 there are no automatic events or flags indicating a treatment occurred. Based on the available in information at this time, there is no indication of a device malfunction. The patient reported being hospitalized, but there is no indication of medical intervention. Outcome of the injury is unknown.